Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable watertight defect, and cable connector watertight defect. Based on the results of the investigation, and since e226 scope communication error and no image were not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the results of the investigation, it is likely the cable watertight defect was caused by damage to the connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of an unspecified diagnostic procedure, the subject device had no image and displayed error 226. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that during preparation of an unspecified diagnostic procedure, the subject device had no image and displayed error 226. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.